Event description:
It was reported that during implant, the ventricular lead dislodged. Upon repositioning, the lead exhibited loss of capture at multiple sites. The lead was not implanted, and a new lead was used.